Event description:
Home inr monitor comparison: patient's home monitor checked in the clinic read 2.8. The lab value checked the same day said 2.5.

Event description:
Home inr monitor comparison: patient's home monitor checked in the clinic read 2.8. The lab value checked the same day said 2.5